Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they used to be able to go 2 days without having to charge their implant, but now they have to charge every 24 hours. Patient said they first noticed this maybe a month or so ago. Patient confirmed they had not made any changes to their settings or intensities. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.